Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he fainted due to low blood glucose. The patient passed out, fell, and hit his head on a curb. The patient reports that the device did not alert him. The patient reports that an emt examined him for major injuries. The patient also reports that a CT scan, MRI, and x-ray were conducted and the patient did not suffer a concussion. The patient however suffered scrapes and bruising. At the time of the call to dexcom technical support, the patient reported feeling fine.